Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump declared multiple temperature alarms. Blood glucose level was impacted (355 mg/dl), and was addressed by administering manual injections. The pump was not within abnormal temperature conditions. It was indicated that the customer would administer manual injections as alternate insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified and a different issue was identified.